Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable left ventricular pacing lead exhibited impedance measurements greater than 2,000 ohms. Threshold and sensing measurements remained stable and good. The lead configuration was changed to extended bipolar and impedance measurements were then 857 ohms. Technical services discussed possible reasons for the impedance measurement increase. No adverse patient effects were reported.